Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on anterior side assessed as surgical damage, one opening on anterior side assessed as a surgical damage like and one opening on anterior side assessed as a surgical damage. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and rupture. Device has been explanted.